Event description:
This valve was explanted due to pannus. At explant, one leaflet was noted to be entrapped by "fibrous tissue". Clot was also observed on the atrium. At the time of this report, the procedure was still in progress. Therefore, no other info was available and the cause of the pannus formation is unknown. This valve was replaced with a carpentier-edwards bioprosthesis that was reported to be functioning "well" on intraoperative echo. Add'l info has been requested.